Event description:
It was reported that the patient was not able to adjust his stimulation. His stimulation was set at 7.40 and caused an overstimulation sensation. The patient programmer would not decrease the stimulation so the patient turned the neurostimulator off. The patient was at his physician's office. Further information is being requested from the hcp.